Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the balloon ruptured. The condition was visually confirmed by the user. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no report of pt injury and no medical intervention was required.